Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported there was a sensor failure. The temperature was unstable prior to use. There was no patient involvement. Another product was used for the case.

Manufacturer narrative:
One rfa2020 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The water circulated normally through the sample however the sample did not read the temperature properly. The needle was removed and the solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported there was sensor failure. The temperature was unstable prior to use. There was no patient involvement. Another product was used for the case.